Event description:
Additional information received indicated patient had surgical intervention wherein both the leads were explanted and replaced with new leads. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number:1627487-2021-17289. It was reported that the patient was unable to increase the stimulation amplitude thereby leading to loss of stimulation. Diagnostics indicated high impedance readings. Trouble shooting was unable to resolve the issue. As such surgical intervention is anticipated to address the issue at a later date.